Event description:
While attempting to convert the heart rhythm of a pt, the device displayed a "defib fault 72" message on an attempt to charge to 100 joules and 120 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.